Event description:
Customer's wife reports that customer received a letter from healthcare professional requesting insulin pump to be replaced. It was reported that insulin pump required three batteries in three days, had motor failure problems, and stopped working the day prior to seeing healcare professional. Caller did not have serial number information as insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.